Manufacturer narrative:
Unit received with constant software error. Unit received with cracked case at display window corners, battery tube threads, reservoir tube lip, and broken belt clip slot.

Event description:
It was reported that the customer's insulin pump was damaged. The insulin pump had a crack in the case, near the display screen. His/her blood glucose level was not reported. The product was returned. Nothing further to report.